Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Unit passed the displacement, prime, basic occlusion, occlusion, excessive no delivery alarm and motor tests. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer's insulin pump alarmed motor error, and the up arrow was sticky. The customer's blood glucose was 5.8mmol/l. Troubleshooting was performed, and the drive support cap was loose. It was stated that the insulin pump was exposed to a high magnetic field while going through an airport body scanner. Reviewed the alarm history and found multiple motor error alarms. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.